Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured after the patient fell. This rv lead was surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Journal citation: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.